Event description:
It was reported that the pt underwent a pump trial. After the catheter was placed, the pt was "extremely uncomfortable" in the recovery room. The hcp was concerned that the catheter may have been placed intrathecally rather than epidurally, and so that the catheter was removed. The pt was transferred to a hospital for evaluation by a neurosurgeon. The pt was observed for a few days. When the pt was discharged, she had weakness in her lower extremities and was using a walker. The hcp was concerned that the stiffness of the catheter may have caused trauma to the spinal cord.

Manufacturer narrative:
Results: used for the catheter.